Event description:
Patient representative reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, g4, h3, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture was received on july 02, 2025 with lot number 2719344. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical impact opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported left side rupture. Device has been explanted.